Event description:
It was reported that patient presented for follow-up in clinic. It was noted that the implantable cardioverter defibrillator was interpreting signals incorrectly, as the morphology scores with sinus beats, and premature ventricular contractions were not satisfactory. No intervention was performed. There were no patient consequences.